Event description:
Caller reported a malfunction on the pump described as malfunction 199 in tandem source. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Customer was assisted by cts with resetting the pump using provided information and was advised to continue using the pump. Caller was instructed to call back if any malfunction code recurs and acknowledged understanding.